Event description:
Repeated issues with the femoral registration "shifting". Femoral array found to be "wobbly" post case.

Manufacturer narrative:
The device design associated with the affected product from this complaint was recalled (ref z-0915-2009). A report of past complaints identified this complaint as an event affected by the recalled design, but did not have an MDR filed. This report is being filed to ensure all complaints associated with the aforementioned recall have been properly reported.